Event description:
Boston scientific received information that during a routine in-clinic follow up this pacemaker showed a battery status of 3.5 years remaining. It was reported that the device showed a battery status of 4.5 years remaining 6 months ago. A copy of device memory was submitted to boston scientific technical services (ts) for review. Review of device memory revealed no anomalies. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.